Event description:
(B)(6) to ignore required non-conformance procedures when sterile medical devices were dropped on the floor. Specifically, (B)(6). These devices are intended for internal medical use, and this instruction creates a significant risk of contamination and patient harm. This appears to violate required FDA quality system regulations regarding product sterility, documentation, and nonconforming product handling. (B)(6) this may not be an isolated incident and could reflect a broader failure to follow proper safety and compliance protocols. (B)(6).